Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when some staples of the proximal end were unformed, were the staples delivered into the tissue and found to be unformed? No information. Or, were the unformed staples still in the cartridge? No information. Was the gold cartridge an ecr60d or gst60d? Ecr60d. Was buttressing material utilized? If so, which product? No information.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an open gastrectomy, the device was locked out at the first firing. The staples of the proximal end were unformed. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.